Manufacturer narrative:
It should be noted that the precautions section of the IFU states: when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. While the device reportedly failed to cross distally through the previous implanted stent when it became hung up on one of the struts, this interaction likely caused the stent to become loose, such that it dislodged into the vessel. The stent embedded in a vessel or plaque appears to be a secondary effect of the reported stent dislodgement as the dislodged stent was compressed in an unintended location.

Event description:
Reporting status: serious injury/ medical intervention/ permanent damage. Reporting rationale: dislodged stent requiring medical intervention. Device issue: failure to cross/dislodged stent. It was reported that the 2.0x8 mm mini vision failed to cross another stent (3.5x8 mm xience) implanted earlier during the procedure in the left main. The 2.0x8 mm mini vision got hung up on a stent strut of the 3.5x8 mm xience after three attempts to cross and became dislodged. The dislodged stent was compressed inside the 3.5x8 mm xience using another company's balloon. The target lesion was treated with poba only. No additional event or patient information is available.